Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead was properly affixed three separate times. However, there was no/minimal current of injury with each fixation and ultimately the lead would not stay in position and dislodged during the procedure. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.